Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, device was found to reach eri. Premature battery depletion was noted. Left ventricular capture threshold was high. Device was explanted and replaced. Patient¿s condition was stable before, during, and after the procedure.